Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs2870 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tube was found to be fractured when preflushing the catheter to prepare for placement. This device was not used on a patient. A new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken connector was confirmed, but the root cause was not determined. Two photographs of a 4fr s/l nxt connector were provided for investigation. There was a break in the plastic connector just distal to the wings. The two-piece connector had been assembled, but no groshong tubing was visible through the strain relief oversleeve. It appears that the connector was assembled without attaching it to the catheter. The physical sample was subsequently returned. A break was observed in both the molded connector at the distal end of the silicone wings and the metal stent that was within the molded connector. A microscopic examination of the adjoining surfaces of the broken connector revealed a rough and uneven surface. The assembled connector was disassembled and the distal connector piece was bisected, which confirmed that the connector had been assembled without the catheter. Due to the evidence of misassembly, it is possible that the connector broke during use; however, the cause of the damage was not determined. A lot history review (lhr) of rebs2870 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tube was found to be fractured when preflushing the catheter to prepare for placement. This device was not used on a patient. A new device was used to complete the procedure. There was no reported patient injury.